Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels three times. The blood glucose levels at the time of the events were 1.1, 1.2 and below 1.2 mmol/l. It was stated that the customer lost consciousness during one event, and was hot and sweaty during the second event. It was stated that the customer had no warnings or symptoms of hypoglycemia prior to either event. Nothing further was reported.